Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a upon removal of the sensor pod the patient had a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Two sensors were returned for evaluation. The first sensor (serial number (B)(4)/lot number 5201058) was visually inspected and the and the sensor wire was missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The seconde sensor (serial number (B)(4)/lot number 5201058) was visually inspected and the sensor wire was missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of a missing sensor wire was confirmed with both sensors; however, it is unknown which is the complaint sensor. A root cause could not be determined.